Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 10.9 mmol/l. The caller stated that insulin had leaked from the reservoir and into the insulin pump, advising that the device had been exposed to moisture. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump had intermittent button response due to moisture damage to the keypad traces. The pump also had moisture damage on the motor assembly, minor scratches on the lcd window, scratched reservoir tube window, cracked reservoir tube lip, stained address/serial number label, and stained end cap sticker.